Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with one episode to 60 mg/dl accompanied by weakness and lethargy, and the user considered factory resetting the pump or discontinuing use. Symptoms included weakness and lethargy consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and current in-range blood glucose. Investigation included review of available reports and user interaction for troubleshooting and education. Investigation of this case revealed inconsistent meal announcements and insulin delivery pauses, which can contribute to hypoglycemia in automated insulin delivery use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.